Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter vent plug was missing, causing blood to leak out when pressing the button to retract the needle. The following information was provided by the initial reporter: "from the 2 nurses that were in the room, one using the IV and the other that was charting that looked at it afterwards. There is a little film type thing at the end of the IV ¿handle¿ where the needle sucks into to when the safety button is pressed. On that particular one, there was no film present. The blood was then shot backwards through the hole by the spring loading pulling the needle into it and onto the staff member holding it. Then the blood still inside the handle dripped out when inverted, due to the missing film piece, on to the pts bed and floor as well. What was the patient or staff impact?: staff uniform was soiled with blood. What was the patient or staff outcome?: scrubs laundered by hospital, will replace if unable to remove blood. Was there any exposure to blood or bodily fluid?: yes. Would you say this is a retraction issue?: yes."

Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2290797, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify any issues with the safety retraction system. From the provided photo the safety mechanism had not yet been activated for retraction. Therefore, based off the provided photo the engineer could not verify the reported defect. Since no defects were found a definitive root cause could not be determined. For a more thorough investigation into this issue a physical sample will need to be returned for inspection. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter vent plug was missing, causing blood to leak out when pressing the button to retract the needle. The following information was provided by the initial reporter: "from the 2 nurses that were in the room, one using the IV and the other that was charting that looked at it afterwards. There is a little film type thing at the end of the IV ¿handle¿ where the needle sucks into to when the safety button is pressed. On that particular one, there was no film present. The blood was then shot backwards through the hole by the spring loading pulling the needle into it and onto the staff member holding it. Then the blood still inside the handle dripped out when inverted, due to the missing film piece, on to the pts bed and floor as well. What was the patient or staff impact? Staff uniform was soiled with blood. What was the patient or staff outcome? Scrubs laundered by hospital, will replace if unable to remove blood. Was there any exposure to blood or bodily fluid? Yes. Would you say this is a retraction issue? Yes".